Manufacturer narrative:
(B)(4). E1: establishment name: (B)(6). E1: address: (B)(6). G2: foreign - event occurred in poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation, the second part did not come out. The event occurred intra-operatively while attempting to implant the second component, and the implant was used following the surgical technique. Attempts have been made and no further information has been provided.